Event description:
The ge oec 9800 fluoroscopy system was reported to have arced. Arcing noise heard from x-ray tube area.

Manufacturer narrative:
A ge oec service representative investigated the issue and cleaned and re-greased the candlesticks to prevent future arcing. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.